Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. No further information was available from the customer. Updated fields: d9, h2, h3, h4, h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The image problem was caused by a faulty charge-coupled device. In addition, the following reportable malfunctions were identified during the device evaluation: slice on cable, a smashed connector tip, and failed water leak test. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head image would not focus correctly. The issue occurred during an unknown therapeutic procedure. There were no reports of patient harm.

Event description:
It was reported that the camera head image would not focus correctly. The issue occurred during an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.